Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged, resulting in oversensing and the delivery of inappropriate shocks. The physician elected to explant and replace this lead. To date, there have been no reported patient symptoms associated with this clinical observation.